Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 624469) for female sterilisation. The patient had a medical history of oophorectomy on (B)(6) 2022, frequency of menses (heavy, frequent menses) in (B)(6) 2022, menstrual cycle abnormal, tingling (has been having pain & tingling since that procedure from knees to hips.), tubal ligation, bronchospasm and previous caesarean section in 2008, pregnancy in 2007, uterine dilation and curettage in 2001 and adenomyosis, nabothian cyst, anemia, post coital bleeding (bleeds after sex), cystoscopy, wisdom teeth removal, parity 4, multigravida, obstructive sleep apnea syndrome, post-traumatic stress disorder, vaginal discharge, migraine, nausea, uterine fibroids, bleeding genital (patient had history of bleeding), menorrhagia, cesarean section (cesarean section 4), left lower quadrant pain, pelvic pain female, abdominal pain, birth control pill (as contraceptive until hsg confirmation of sterilization) and cough. Previously administered products included: prenatal vitamins [minerals nos;vitamins nos], iron, depo provera and lupron. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 4878 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy / laparoscopically-assisted vaginal hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2008 and as per mr (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): [blood pressure measurement] in (B)(6) 2008: also c/o elevated bp, [gynaecological examination] in (B)(6) 2008: there is complete blockage of both fallopian tubes seen with placement of essure tubing [pathology test] on (B)(6) 2021: normal fibroids. Lot number: 624469, manufacture date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: quality safety evaluation of ptc. Amendment: medical history corrected. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5116 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 624469) for female sterilisation. The patient had a medical history of oophorectomy on (B)(6) 2022, frequency of menses (heavy, frequent menses) in (B)(6) 2022, menstrual cycle abnormal, tingling (has been having pain & tingling since that procedure from knees to hips.), tubal ligation, bronchospasm and previous caesarean section in 2008, pregnancy in 2007, uterine dilation and curettage in 2001 and adenomyosis, nabothian cyst, anemia, post coital bleeding (bleeds after sex), abdominal hysterectomy (possible tah), cystoscopy, wisdom teeth removal, parity 4, multigravida, obstructive sleep apnea syndrome, post-traumatic stress disorder, vaginal discharge, migraine, nausea, uterine fibroids, bleeding genital (patient had history of bleeding), menorrhagia, cesarean section (cesarean section 4), left lower quadrant pain, pelvic pain, abdominal pain, birth control pill (as contraceptive until hsg confirmation of sterilization) and cough. Previously administered products included: prenatal vitamins [minerals nos;vitamins nos], iron, depo provera and lupron. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 4878 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy / laparoscopically-assisted vaginal hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2008 and as per mr (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): [blood pressure measurement] in april 2008: also c/o elevated bp, [gynaecological examination] in april 2008: there is complete blockage of both fallopian tubes seen with placement of essure tubing [pathology test] on (B)(6) 2021: normal fibroids. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : lot number and expiration date, reporters information, medical history and lab data were added, product start date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5116 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.